Event description:
The incident involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. The reporter stated that infusion by gravity was normal, but pump continued showing occlusion alarms after replacing the plum set. Pump was replaced, and therapy resumed. Reporter stated that there were no issues with the pump. There is unknown patient involvement and unknown patient harm in the event. This report represents the second of two incidents.

Manufacturer narrative:
E1: telephone extension (B)(6). The device has been requested to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Received one used 142560488 primary plum sets for inspection. Set was leak tested per product specifications. No leakage from sample. The set was attached to an ICU medical provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. The reported complaint of a proximal occlusion alarm could not be replicated but can be confirmed based on a lot history review. The probable cause of the occlusion alarm is related to material variability in cassette diaphragm stiffness which could cause an increase in the frequency of proximal occlusion alarms. Corrective actions are in process. D9: device returned to manufacturer on 9/21/2023.